Event description:
As reported, when inserting a 5f mynx control closure device (vcd) device into an unknown sheath, the distal portion of the catheter split. The device was removed and used another mynx control device was used for hemostasis. There was no reported patient injury. There was a split in the distal end of the catheter. It referred to the manufactured design slit in the distal end of the sealant sleeves, which appeared to have split more than the standard design, making the sealant visible. The sealant sleeves were noted to be split. The mynx vcd was used in a peripheral intervention procedure with a retrograde approach. The deployer¿s mynx training status was uncertain, as he was not certified by the requester and was newer to the hospital. The femoral artery suitability was not verified on angiography or venography, and the vessel type was arterial. The vessel diameter and presence of pvd or calcium in the vicinity of the puncture site were unknown. The device was stored as per the instructions for use (IFU) and inspected prior to use with no issues noted. No excessive force was used to insert the device into the sheath. The complaint device was returned for evaluation. Product evaluation revealed the sealant partially exposed from the sealant sleeves.

Manufacturer narrative:
As reported, when inserting a 5f mynx control closure device (vcd) into an unknown sheath, the distal portion of the catheter split. The device was removed, and another mynx control device was used for hemostasis. There was no reported patient injury. The split in the distal end of the catheter was attributed to the manufactured design slit in the distal end of the sealant sleeves, which appeared to have split more than the standard design, making the sealant visible. The sealant sleeves were noted to be split. The mynx vcd was used in a peripheral intervention procedure with a retrograde approach. The deployer¿s mynx training status was uncertain, as he was not certified by the requester and was new to the hospital. The femoral artery suitability was not verified on angiography or venography, and the vessel type was arterial. The vessel diameter and presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site were unknown. The device was stored as per the instructions for use (IFU) and inspected prior to use with no issues noted. No excessive force was used to insert the device into the sheath. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separately, the procedural sheath was not received for evaluation, and the stopcock was observed in the open position. Additionally, the balloon was found fully deflated, and the sealant was exposed from the sealant sleeves. The device was inspected for damages or anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed on the sealant sleeves. A dimensional test was not performed on the returned device due to the frayed/split/torn conditions observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device. Button 1 was able to be depressed to deploy the sealant with no resistance felt, and button 2 was able to be fully depressed, allowing the balloon to be completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and button 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed that the sealant was exposed from the sealant sleeves. The sealant sleeves were observed to be frayed/split/torn.\ the reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.